Event description:
It was reported that the patient complains of pain, stiffness and decreased mobility. She feels that she has no control of her right knee up to her thigh. She reports that in order to move the right hip she needs to put all her weight on the left hip. Patient stated that last week she was tested for cobalt in the blood and it was elevated.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.